Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the medical staff of the hospital conducted assisted ventilation for the patient, the tracheal tube was inserted, and the cuff did not inflate. The patient reintubated.